Event description:
Follow up with the nurse confirmed that the death was unrelated to vns. An article was found which indicates that one of the caregivers in the patient's group home was arrested in relation to the patient's death. Per the article, the patient was found death on a hot afternoon in the back seat of a vehicle used by the home. The patient left the center in the morning with the caregiver and two other patients to be taken to a daycare facility. While the other two patients were escorted into the facility, the patient was brought back to the home and left in the car. Per the report, the patient was left in the car for about five hours and found "slumped over" with a temperature of 110.5 degrees.

Event description:
It was reported that passed away after being left in a car for several hours. The exact cause of death was not provided. The generator and lead were explanted and returned to manufacturer for analysis. Analysis of the lead was completed on (B)(6) 2013. Note that since a significant portion of the lead (including the electrode array portion) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. The generator analysis is underway, but has not been completed to date.

Event description:
Product analysis was performed on the explanted generator. In the lab the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, measured at 2.949 volts, shows a non-ifi condition. The data in the diagaccum consumed memory locations revealed that 52.245% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device available for evaluation, corrected data: initial MDR inadvertently stated the device was not returned; however, the device was returned at this time.